Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege severe right hip, thigh and groin pain. The patient cannot sit or stand for long periods of time due to hip pain. Patients hip pain slows her down and limits her efforts to do housework. Additionally it is alleged the patient suffers from psoriasis due to high levels of chromium and cobalt in her blood. Update (B)(6) 2013 - asr/supplemental information received. Part/lot for the cup and head has been updated, as well as the dor for the right hip. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy considers the investigation closed at this time.